Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated into her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a laparoscopic essure coil removal and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device in uterus"), device expulsion ("essure device migrated into her uterus") and dyspareunia ("dyspareunia ( painful sexual intercourse)") in a (B)(6) year-old female patient who had essure (batch no. A78084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2008), (B)(6) in 1990, shingles and gastroesophageal reflux disease. No complaints of dysuria, fever/chills or seeing blood in urine. Previously administered products included for birth control: mirena from 2008 to 2013; for swelling: ibuprofen; for an unreported indication: aspirin. Past adverse reactions to the above products included urticaria with aspirin. Concurrent conditions included condom since 2013, body mass index normal, right lower quadrant pain, uti, yeast vaginitis, dizziness, peripheral vertigo, unspecified and medical device discomfort. Family history included hypertension (father) and thyroid disorder (mother's side). Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control, dicycloverine hydrochloride (bentyl) from (B)(6) 2016 to (B)(6) 2016 for shingles, meclozine (meclizine) from (B)(6) 2016 to (B)(6) 2016 for vertigo as well as hydrocodone and paracetamol (acetaminophen) in 2017. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. The patient was treated with surgery (bilateral salpingectomy), surgery (underwent a laparoscopic essure coil removal and bilateral salpinoectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation had resolved and the device expulsion, dyspareunia, migraine and headache outcome was unknown. The reporter considered device dislocation, device expulsion, dyspareunia, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device . On (B)(6) 2016 patient had ultrasound pelvis and transabdominal and transvaginal test resulted in in the right side of the uterine fundus by the cornua close to the endometrial stripe there is a hyperechoic structure which I believe is the patient's essure coil. The right coil may have migrated. On (B)(6) 2016 patient had CT abdomen and pelvis with contrast resulted in satisfactory demonstration of intrauterine device/iud noted at the fundus of the uterus. Multiple nabothian cysts are noted. No evidence of acute ischemic or inflammatory bowel disease. Normal appearance of the appendix. 5 mm left renal cyst in the mid to upper pole of the left kidney. Incidental note is made of a punctate calcification in the lower pole of the left kidney. On (B)(6) 2016 patient had CT esulted in iud is noted at the fundus of the uterus patient has essure coils, not an iud. May have migration of right coil into the uterus. On (B)(6) 2016 patient had ultra sound pelvis and transabdominal and transvaginal test resulted in the patient has essure coils. The right coil is primarily in the uterus and it traverses down into the endometrial cavity. Very little of the essure coil is likely extending beyond the cornua of the uterus into the fallopian tube. The left essure coil is at the very top of the cornua and does mostly extend into the fallopian tube. Most recent follow-up information incorporated above includes: on 1-feb-2018: reporter added, lot number received, product information updated, lab data added, events added as follows:-migraines,headaches,migration of essure device in uterus,dyspareunia. Patient historical condition and concomitant condition added, concomitant drug added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated into her uterus") and dyspareunia ("dyspareunia ( painful sexual intercourse)") in a 40-year-old female patient who had essure (batch no. A78084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2008), hepatitis in 1990, shingles and allergy. No complaints of dysuria, fever/chills or seeing blood in urine. Previously administered products included for birth control: mirena from 2008 to 2013; for swelling: ibuprofen; for an unreported indication: aspirin. Past adverse reactions to the above products included urticaria with aspirin. Concurrent conditions included condom since 2013, body mass index normal, right lower quadrant pain, uti, yeast vaginitis, dizziness, peripheral vertigo, unspecified and medical device discomfort. Family history included hypertension (father) and thyroid disorder (mother's side). Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control, dicycloverine hydrochloride (bentyl) from (B)(6) 2016 to (B)(6) 2016 for shingles, meclozine (meclizine) from (B)(6) 2016 to (B)(6) 2016 for vertigo as well as hydrocodone and paracetamol (acetaminophen) in 2017. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. The patient was treated with surgery (underwent a laparoscopic essure coil removal and bilateral salpinoectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dyspareunia, migraine and headache outcome was unknown. The reporter considered device expulsion, dyspareunia, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. On (B)(6) 2016 patient had ultrasound pelvis and transabdominal and transvaginal test resulted in in the right side of the uterine fundus by the cornua close to the endometrial stripe there is a hyperechoic structure which I believe is the patient's essure coil. The right coil may have migrated. On (B)(6) 2016 patient had CT abdomen and pelvis with contrast resulted in satisfactory demonstration of intrauterine device/iud noted at the fundus of the uterus. Multiple nabothian cysts are noted. No evidence of acute ischemic or inflammatory bowel disease. Normal appearance of the appendix. 5 mm left renal cyst in the mid to upper pole of the left kidney. Incidental note is made of a punctate calcification in the lower pole of the left kidney. On (B)(6) 2016 patient had CT resulted in iud is noted at the fundus of the uterus patient has essure coils, not an iud. May have migration of right coil into the uterus. On (B)(6) 2016 patient had ultra sound pelvis and transabdominal and transvaginal test resulted in the patient has essure coils. The right coil is primarily in the uterus and it traverses down into the endometrial cavity. Very little of the essure coil is likely extending beyond the cornua of the uterus into the fallopian tube. The left essure coil is at the very top of the cornua and does mostly extend into the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.